Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an attempt was made to implant the valve, however, the valve dislodged. The valve was recaptured, however the capsule failed to advance to compress the valve and resulted in a buckle in the outer sleeve just proximal to the capsule. The system and valve was withdrawn away from the annulus and into a straight section of the aorta where all but 8-10mm of the valve was unable to be fully recaptured and left a gap between the nosecone and the capsule. A "bulge" as noted in the dcs proximal to the valve capsule and resulted in a femoral artery dissection. The dissection was repaired with a stent. It was reported that the access route was tortuous but there was no significant difficulty experienced during inserting or advancing the dcs. A different valve and dcs were used for a successful deployment. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the device was received with the capsule partially open. The valve was received loaded in the capsule of the dcs. The handle appears intact. The deployment knob appeared intact. The trigger appeared intact. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appeared bent or bowed. Voids were observed along the length of the capsule. A buckle was observed at the proximal end of the capsule. Two small gouge marks were observed on the capsule with nitinol protruding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Difficulty recapturing the valve can also be related to patient anatomical factors, or procedural effects. In this case, it was reported that a bulge was created in the capsule resulting in a femoral dissection. Dissections are listed in the device IFU as potential patient adverse effects, and can occur during any percutaneous intervention. Analysis of the returned dcs confirmed the reported capsule damage. Void and gouge marks were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. However, without review of procedural imaging, none of the reported events can be assessed and an assignable root cause leading to this report cannot be determined at this time. It was reported that the patient's anatomy was tortuous which may have contributed to this event. The dissection was repaired with a stent, and another valve was successfully implanted, with no further patient effect s reported. The DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There was no information suggesting a device quality deficiency leading to this event. If information is provided in the future, a supplemental report will be issued.